Event description:
During operative procedure, while using the harmonic ace shears, the tip continued melting despite the fact that the device was no longer activated. No harm to the patient. The device was removed from sterile and given to the materials coordinator.